Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed and found the teflon pad melted about 1mm from the tip; however, no metal was exposed and no missing fragments. The distal end of the device was inspected under a microscope and found no visual indication of crack or breakage to the probe unit; however, a small piece of scrape mark was noted on the top portion of the probe likely caused by metal to metal contact during procedure. The device passed the probe check. The jaw and probe fit properly and was not found misaligned. The device was tested using a sample tissue and no error codes observed when the cut and seal function was activated. The device passed all testing and functioned as designed.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined; however, the operator¿s technique is the most likely contributing factor to the reported event. The instruction manual contains warning statements in an effort to prevent patient injury. ¿to prevent injury to the surgeon, surgical staffs, and/or patient due to accidental activation, do not leave the thunderbeat in contact with the patient or a flammable object, such as a drape, while not in use. Also, do not leave the instrument in contact with tissue, the patient, or a flammable object, such as a drape, after the output has ceased. Otherwise, unintentional burns of the surgeon, surgical staff, and/or patient, or a fire hazard may result.¿

Event description:
Olympus was informed that at the start of a total laparoscopic hysterectomy (tlh) procedure, the thunderbeat hand piece burned the patient's bowel. The hand piece was placed underneath the patient's uterus without activation, and when the physician lifted the patient's uterus, a light smoke and a small burn on the patient's bowel was found. There was no patient perforation. The physician removed the thunderbeat device from the patient and tested in the air and no abnormalities were noted. The procedure was completed using a different thunderbeat hand piece. In addition, it was reported that the generator did not produce an activation tone when the smoke and burn was found. The generator was inspected and found to be working appropriately. The patient required a laparotomy procedure to suture the small burn. The patient is reportedly doing fine. This is report 1 of 3.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.